Event description:
Boston scientific received info that this right ventricular lead exhibited an increase in the pacing threshold and impedance measurements. Lead dislodgement was suspected, however, the lead did not appear to be dislodged on an x-ray. Subsequently, the pt underwent a surgical intervention in which the lead was repositioned. Additional info indicated that the lead to device header connection was confirmed secure and the issue was resolved after lead repositioning. This lead remains in service. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.